Manufacturer narrative:
Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced to restore functionality. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer of the navigation system was returned to the manufacturer for evaluation. Testing found that the os displayed a sr manager error. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the navigation system displayed a sr manager error while entering the ear, nose & throat (ent) application software. It was reported that restarting the navigation system did not restore functionality. After a second full restart of the navigation system, the system entered the application software but prompted a message that the unit would power down after thirty seconds. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value.